Event description:
Bd allergy syringe tran may be appropriate for clinics using 25 syringe in a few hours, but that is not how they are marketed. How many hours open, how "close to ac-heat vents, how close to breathing staff should they be?